Event description:
The user reported that they noticed a leak during a total parenteral nutrition infusion and on closer inspection found that the smartsite valve was broken in half. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. The device has been requested for investigation, but not received to date.

Manufacturer narrative:
(B) (4). The manufacturing database was reviewed and no quality issues were noted during production build for the two possible lot numbers provided (09055084/09065605) and the failure mode reported.